Event description:
It was reported the patient received the following results within 15 minutes: 347 mg/dl and 112 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. The customer returned an empty test strip vial.